Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.